Event description:
During routine surgical implantation, surgeon reported that locking nut advanced deeper into the pedicle screw assembly than normal with no resistance to the torque driver. Surgeon replaced the locking nut and pedicle screw assembly and returned it for evaluation. No other complications or adverse events were reported.

Manufacturer narrative:
Locking nut cross threaded resulting in the partial push out of the screw shank from the pedicle screw assembly.